Manufacturer narrative:
Final analysis found the pulse generator in backup operation with product code intact. After device download, normal function ensued. Backeup operation did not recur, during the entire performance test. An electrocautery mark was found on the device can.

Event description:
It was reported that the pulse generator exhibited back-up vvi mode. The device could not be interrogated and was replaced.